Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed by the original equipment manufacturer (OEM); however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the likely cause of the failure is that the fiber was stressed enough to create a fracture or break. Without additional information or the return of the fiber, to root cause is determined to be mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer¿s olympus representative reported to olympus technical assistance center (tac), the 200 micron tfl single use fiber broke in the scope channel during a therapeutic ureteroscopy with laser lithotripsy procedure. The procedure was completed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the olympus representative reported a broken 200 micron tfl single use fiber. No troubleshooting was necessary at the time of the call. To date, no device has been returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.